Manufacturer narrative:
It was reported that a metal piece came off - during use. A small metal piece came off from the needle holder. No negative impact in state of health reported. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a metal piece came off - during use. A small metal piece came off from the needle holder. No negative impact in state of health reported. New information received. According to the new information during a laparoscopic hysterectomy, the vaginal septum was sutured and a metal piece approximately 1 mm in size came loose from the tip of the instrument and fell into the patient's abdominal cavity. The loose piece was found and removed, but it is not certain whether other pieces remained in the patient. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during a visual inspection of item 26173kl with batch number lot ym09, it was found that the hole in the pull rod on the movable jaw piece is broken. This may have been caused by excessive force being applied to the material, for example when using a needle that is too large. This ultimately led to the pull rod breaking. The above investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The IFU: 96116348df; version: 2.0 - 10-2017already contains a caution not to overload the instrument as it may cause the medical device to break on page 4. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).